Event description:
As reported, the tip of outback elite 120cm broke off in the sheath while going up and over. The tip was retrieved and removed. The patient is stable and no reported injury noted. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18070347 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, h1, h2, h3 and h6. As reported, the tip of an outback elite 120cm cto catheter system broke off in the sheath while going up and over. The tip was retrieved and removed. The patient is stable, and there was no reported injury noted. Additional information was requested; however, the information was not obtained after multiple attempts. The device was not returned for analysis. A product history record (phr) review of lot 18070347 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip/distal tip fractured/separated in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, patient anatomy (such as a steep aortic bifurcation) and procedural/handling factors likely contributed to the fracture/separation of the distal tip since this occurred when the user was attempting to go up and over the aortic bifurcation. According to the information on safety within the instructions for use (IFU), ¿always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ neither the phr review nor the information available for review suggest that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the tip of outback elite 120cm broke off in the sheath while going up and over. The tip was retrieved and removed. The patient is stable and no reported injury noted. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Event description:
As reported, the tip of outback elite 120cm broke off in the non-cordis 6f 45cm sheath while going up and over. The tip was retrieved and removed. The patient is stable and no reported injury noted. The device will not be returned for evaluation. A non-cordis .018 wire was used with the outback. Additional information was requested; however, the information was not obtained after multiple attempts. Additional info received from medwatch report: 6f 45cm non-cordis sheath. .018 non-cordis wire.

Manufacturer narrative:
Medwatch report # mw5109660. As reported, the tip of outback elite 120cm broke off in the non-cordis 6f 45cm sheath while going up and over. The tip was retrieved and removed. The patient is stable and no reported injury noted. The device will not be returned for evaluation. A non-cordis .018 wire was used with the outback. Additional information was requested; however, the information was not obtained after multiple attempts. The device was not returned for analysis. A product history record (phr) review of lot 18070347 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip/distal tip fractured/separated in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, patient anatomy (such as a steep aortic bifurcation) and procedural/handling factors likely contributed to the fracture/separation of the distal tip since this occurred when the user was attempting to go up and over the aortic bifurcation. According to the information on safety within the instructions for use (IFU), ¿always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ neither the phr review nor the information available for review suggest that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.